Manufacturer narrative:
Evaluation summary: it was caused due to a malfunction on the ccd driver pcb. In addition, we confirmed that the bending rubber leak; however, it is not related to the alleged complaint. This device is classified as import for export, therefore 510k is not applicable. Model ec38 i10cl us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Not known for the exact date, we just know the year the complaint was sent in to manufacturer. Ccd drive pcb malfunction variable restate (vr)/data reset.